Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan from united states alleging that their onetouch verio iq meter was reading inaccurately high when comparing the results to the user's normal feelings or normal readings. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, the complaint is being reported as a malfunction because the control solution test is out of normal range even though such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter met specification and was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.